Event description:
It was reported that leakage occurred during use at the abdomen insertion site. The leakage was reported on the cannula side at the adhesive area, with the devices being in place for less than one day. There was patient involvement. There was no patient harm.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.